Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the sieve beds o2 drops. Additional malfunctions include the tie wraps were leaking.